Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with blank display and battery out limit alarm. The customer states their device died and the batteries were replaced, but the screen went blank. The customer states they changed out batteries once more and the screen returned, but soon after received battery out limit alarm. The customer was advised that they would be sent a replacement battery cap. No further assistance needed.